Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a libre 3+ sensor after an infusion set change in which the needle cover of the 23-inch inset was initially not removed, followed by a subsequent supply change performed per instructions and a separate manual insulin injection. Symptoms included elevated blood glucose readings up to 322 mg/dl with a glucometer value of 298 mg/dl and a cgm sensor error reported earlier in the day. Outcomes included self-management at home with manual insulin administration and continued monitoring, without hospitalization. Investigation included review of device history on the ilet and confirmation of a cgm sensor error, with collection of infusion set lot information. Investigation of this case revealed that an initial infusion set insertion issue and a cgm sensor error likely contributed to inaccurate glucose data and inadequate insulin delivery, which resolved after a correct site change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.